Event description:
Medwatch report mw5187283 was received and reported the following: the ceramic tip of the olympus resectoscope resection/inner sheath broke off after the surgeon inserted it into the bladder. On (B)(6) 2026, we received a medical device correction action for the olympus resectoscope inner/resection sheath. The corrected IFU was followed. Additional information is not available as the customer/reporter contact information is unknown. There were no further reports of patient harm.